Manufacturer narrative:
The reagent information was not provided. The calibration and qc recovery data provided was reportedly within specification. Based on the available data, a general reagent issue could be excluded. The field service engineer (fse) noticed water dripping from 2 wash nozzles. The fse performed sample and reagent probe adjustments, checked water, detergent, and cuvette levels, cleaned all rinse nozzles, and flushed the suction tubing. Calibration and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable creatinine jaffe gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was around 200 umol/l. The sample was repeated on another line and the result was around 50 umol/l. The sample was repeated again on the initial line and the result was 50 umol/l. No sample results were reported outside of the laboratory.